Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 250 mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. Customer had just gotten up and was having a cup of coffee while calibrating his sensor, calibration was not accepted, and change sensor was triggered. Customer had replaced the sensor the previous night. Sensor site was the abdomen and it was securely placed on the skin. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results. (B)(4).